Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from the lot. While there was no change in mr, the reported patient effect of mitral regurgitation (worsening), as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. Additionally, a definitive cause for the reported unchanged mr could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: after the clip was implanted, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip was implanted to stabilize the slda clip. Three clips were implanted, and the mr remained at 3. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3. After the clip was implanted, the clip detached from one leaflet and remained attached to the other leaflet (slda). Mr remained at 3. No additional information was provided.